Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 321mg/dl, and she was treated with manual injections. The customer mentioned that the insulin pump was not delivering the insulin, and the customer was in an accident and was driving at the time of the accident. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarm. The customer stated that the device kept alarming no delivery and she does not feel comfortable with the insulin pump. Assisted the customer to run a manual prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.